Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cgm displayed persistent low readings for approximately four hours while a fingerstick measured 408 mg/dl; the user disconnected from the ilet and administered subcutaneous insulin by pen, and plans to replace the g7 sensor after the sensor was struck against a cabinet. Symptoms included a subjective feeling of hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included user troubleshooting and education, confirmation of cgm versus fingerstick discrepancy, and review of use of backup therapy. Investigation of this case revealed a cgm accuracy issue following mechanical impact to the sensor, which led to inappropriate cgm input and contributed to hyperglycemia while on subcutaneous insulin backup; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.